Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was found to pass functional testing. The reported issue could not be duplicated and the root cause could not be confirmed. The examination of the event history log showed occurrence of "motor rate error" alarm. As a preventive measure the motor bracket and stepper motor were replaced.

Event description:
It was reported that a motor error occurred with a smiths medical medfusion® 3500 syringe pump. There was no reported patient involvement.